Manufacturer narrative:
Please note that the following was updated on this follow-up #1 MFR report: 3005168196-2017-01775, per additional information received: patient's sex: male.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: describe event or problem. Lot # (is unknown). Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #02 MFR report: catalog #. Unique identifier.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician successfully made two passes with the psr3d using a neuron max, a penumbra system ace 68 reperfusion catheter (ace68), and a penumbra system 3max reperfusion catheter (3maxc). While attempting to make a third pass, the physician felt resistance and was unable to advance the psr3d through the 3maxc; therefore, the psr3d was retracted and removed. The physician completed the procedure using a non-penumbra stent retriever and the same neuron max, ace68, and 3maxc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician successfully made 2 passes with the psr3d using a neuron max, a penumbra system ace 68 reperfusion catheter (ace68), and a penumbra system 3max reperfusion catheter (3maxc). While attempted to make a third pass, the physician felt resistance and was unable to advance the psr3d through the 3maxc. There was no report of an adverse effect to the patient.